Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. The patient's right ventricular (rv) lead had elevated pacing thresholds due to the lead aging. The physician elected to cap and replace the rv lead on (B)(6) 2025. During the procedure, the replaced lead was unable to be implanted despite several attempts. The lead was removed and successfully replaced with another lead. The patient was in stable condition.